Manufacturer narrative:
(B)(4).

Event description:
The "recalled defective pump" was being replaced. No additional information as provided. Additional information has been requested, a follow-up report will be sent if additional information becomes available.